Event description:
The pt's device reportedly stopped working after a "knock to their head". The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.